Manufacturer narrative:
Product event summary: the device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products dtba1d1, ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances on the rv high voltage coil. The physician indicated noticing a 'questionable area' around the rv coil during a recent device changeout procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.